Manufacturer narrative:
This product is registered as a combination product. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found the connector portion of the lead was returned in one piece measuring 13.0 cm. Full breached outer insulation degradation was found at 4.6 ¿ 4.7 cm and 7.6 ¿ 7.7 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.